Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed the patient to be in a supraventricular tachycardia (svt) and the device had delivered five bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the device had delivered therapy inappropriately. Ts discussed review findings with the hcp and recommended for programming optimizations. No additional adverse patient effects were reported. The device remains in service. Subsequently, during a follow up visit, the health care professional (hcp) called technical services (ts) and reported that this ICD device was reprogrammed, however, the device appeared to have inappropriately delivered anti-tachycardia pacing (atp) and shock for supraventricular tachycardia (svt) rhythm after the reprogramming. The hcp requested troubleshooting assistance from ts. Ts discussed possible programming optimization options with the hcp. The hcp stated that the physician plans on updating patient medical management. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed the patient to be in a supraventricular tachycardia (svt) and the device had delivered five bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the device had delivered therapy inappropriately. Ts discussed review findings with the hcp and recommended for programming optimizations. No additional adverse patient effects were reported. The device remains in service. Subsequently, during a follow up visit, the health care professional (hcp) called technical services (ts) and reported that this ICD device was reprogrammed, however, the device appeared to have inappropriately delivered anti-tachycardia pacing (atp) and shock for supraventricular tachycardia (svt) rhythm after the reprogramming. The hcp requested troubleshooting assistance from ts. Ts discussed possible programming optimization options with the hcp. The hcp stated that the physician plans on updating patient medical management. At this time, the ICD remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to physician discretion to upgrade patient therapy. The ICD was returned and received by the facility and is awaiting further analysis to be performed. No additional adverse patient effects were reported at this time.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed the patient to be in a supraventricular tachycardia (svt) and the device had delivered five bursts of anti-tachycardia pacing (atp) and one shock therapy. It was determined that the device had delivered therapy inappropriately. Ts discussed review findings with the hcp and recommended for programming optimizations. No additional adverse patient effects were reported. The device remains in service.